Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department following a syncopal episode resulting in a fall and head injury/laceration. Upon review, noise and oversensing, in addition to loss of capture and low amplitude signals were observed. Suspecting a lead fracture, the physician planned to implant a new lead. No further information has been received to date. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department following a syncopal episode resulting in a fall and head injury/laceration. Upon review, noise and oversensing, in addition to loss of capture and low amplitude signals were observed. Suspecting a lead fracture, the physician performed a revision procedure wherein the rv lead was surgically abandoned and replaced while the device was reprogrammed to vvi. No additional adverse patient effects were reported.